Manufacturer narrative:
Per good faith effort (gfe) response it was also confirmed that there was no relevant diagnostic code displayed on the unit. The issue was traced to a disconnection of the power cord, which the hospital equipment department reattached, allowing the ventilator to return to normal operations without any personal injury reported. Following this repair, the device successfully passed performance specification testing, though specifics on the confirmation process were not provided. The ventilator has been reinstated for service, and no parts or components were replaced during the repair process. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating when the device is turned on, it was observed that it cannot connect to ac power and can only rely on the battery to operate, which affects the safety of use. Therefore, it is stopped from use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed that the equipment operated correctly, and the equipment power supply components are suspected to be aging and faulty resolution and disposition are pending - investigation ongoing.